Event description:
It was reported that the customer had high blood glucose all day, and she is going to an urgent care facility. The mother stated that the cannula was bent, and the customer did not get the full amount of insulin that she should have. Advised the mother that a tubing clamp would be sent and call back when they receive the clamp to perform the high pressure test. The mother also stated that the highest blood glucose was over 600mg/dl, and was treated with 6.0 units from an insulin pen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.